Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to the pt experiencing dysphotopsia. The iol was exchanged for a different type of iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/24/2009, 03/10/2009, and 03/13/2009 by phone, fax, and mail. A completed questionnaire was received on 03/12/2009.